Event description:
It was reported to gems that xt suspension was blocked at 120 cm from the floor. The field engineer was inspecting the suspension trying to understand the causes of the problem. The field engineer's hand was between section 1 and 2 of the telescopic part of the suspension. Suddenly the xt unblocked and fell down crushing the right hand of the field engineer (2nd and 3rd distal phalanx broken).